Manufacturer narrative:
The scope was ethynol (eo) sterilized at the independent laboratory and the scope was returned to the service center for a physical evaluation. A visual inspection was performed on the scope¿s instrument and suction channels. The instrument channel was inspected and there were multiple gray colored stains inside the instrument channel from the distal bending section side. The suction channel was inspected and here were no kinks, stains, or foreign material/discoloration. The image was normal. Additionally, the service group noted the scope failed the water leak test between the distal end cover/body. There are non-olympus repairs to the bending section cover and glues and at the distal end plastic cover/body. The insertion tube was buckled, discolored, has a torn boot cover and has deep scrapes on the external surface. The scope was repaired and returned to the user facility. The physical condition of the insertion tube was likely attributed to handling, stress from excessive force/impact. A review of the service history of the scope indicated the scope was purchased on march 29, 2012 with one repair on september 29, 2016; not related to positive culture or a cross contamination issue but third party repairs were noted. As part of the investigation, an endoscopy support specialist (ess) visited the user facility for an observation of the staff¿s the staff¿s pre-cleaning, leak testing, and manual cleaning of endoscopic ultrasound (eus) and upper/lower gastrointestinal scopes. The ess observed the facility was skipping the suction step during manual cleaning, as required by the instruction manual, for all scopes. The endoscopy manager stated that they will order a portable suction source for the facility¿s reprocessing rooms so that they can start to incorporate this step. In addition, the ess observed the leak tester was not being tested/inspected prior to connecting it to a scope and was being shut off before the scope was taken out of the water which could cause potential fluid invasion. The ess advised the endoscopy manager and reprocessing staff that the leak tester needs to be tested prior to connecting it to the scope and the connection/disconnection of the leak tester needs to be completed while the scope is outside of the water. The ess ordered poster sized cleaning guides for their reprocessing rooms. The exact cause of the positive culture cannot be determined, however, the third party repairs to the scope cannot be ruled out as a contributory factor. As a preventive measure, the instruction manual provides warning that states, "this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Additionally, the IFU indicates to, "send the endoscope to olympus for inspection of the forceps elevator by olympus once a year. Contact olympus for any questions regarding annual inspection."

Event description:
The service center was informed that as a result of an unspecified cleaning, disinfection and sterilization (cds) issue at the user facility, the scope was forwarded to an independent lab for microbial testing. The scope¿s culture tested positive for bacillus flexus. There was no death, serious injury or patient infection reported.